Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) went onsite and confirmed that the system will not boot up. During troubleshooting, the fse identified a loose connection with the peripheral cables of the host pc and observed a minor voltage drop in the pc's button battery. The issue was resolved by reconnecting the cables and rebooting the system. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.